Event description:
It was further reported that the preoperative notes indicated, battery depletion, probably catheter failure, baclofen pump, and spastic paraparesis related to multiple sclerosis. The postoperative notes indicated; battery depletion, failed spinal segment of intrathecal catheter, and spastic paraparesis related to multiple sclerosis. The catheter could not be aspirated and an isotope study revealed that he drug had not left the peri-pump area. The pump was explanted without difficulty. However, when the catheter was disconnected from the pump there was no flow of cerebral spinal fluid (csf) but csf was aspirated.

Event description:
Additional information received reported that the spinal portion of the catheter was replaced and the operative report only stated that there was a non-functioning catheter. This information was reported prior to the subsequently reported information that the catheter was replaced, thus it was unclear if a partial segment or entire catheter was replaced.

Event description:
Additional information: it was later added that the previous report of leg weakness changed to leg stiffness.

Event description:
It was reported that the spinal segment of the catheter was non-functioning. The patient had experienced weakness of the legs and difficulty walking. There was an inability to aspirate fluid with no free flow of cerebrospinal fluid noted on (B)(6) 2012. An "isotope pump study" showed the drug delivery of the pump was malfunctioning on (B)(6) 2012. It was reported that the pump and catheter were replaced. The pump battery was said to have depleted due to an end-of-life status and there had been a non-delivery of the drug seen during the isotope pump study. The device system was infusing lioresal. The event was reported to have resolved without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). Only the pump was returned. Final analysis of the pump revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.